Manufacturer narrative:
Component was discarded.

Event description:
The dentist reported that the abutment screw fractured 2 years post restoration.

Manufacturer narrative:
The product associated with this complaint was not returned and an x-ray was not provided. The complaint could not be verified. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.